Event description:
Patient with a total knee implant developed an infection. Revision surgery is planned to exchanged the poly inserts.

Manufacturer narrative:
Patient with a total knee implant developed an infection. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicated that the device was manufactured to specification.